Manufacturer narrative:
(B)(4). D10: ref. (B)(4) lot 80966677 nexgen femoral component. Ref. (B)(4) lot 61321116 nexgen stem extension. Ref. (B)(4) lot 61270272 nexgen all poly patella. Ref. (B)(4) lot 61285723 nexgen articular surface. Ref. (B)(4) lot 6890 4209 palacos cement x3. G2: foreign: australia. Customer has indicated that the product will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent an initial tka. Subsequently, the patient had a revision approximately 16 years later as they complained of pain and crunching sound. X-ray showed possible poly break and metal on metal contact. Metallosis was clearly evident when joint was opened. The surgical technique was utilized; there was no surgical delay. All available information has been provided.